Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment following interruption of ilet therapy. Severe hyperglycemia requiring insulin and IV fluid administration is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user traveled without the ilet battery charger and was subsequently unable to continue therapy after the ilet battery became depleted. The user developed hyperglycemia with blood glucose values of approximately 400 mg/dl and sought treatment in the emergency department where insulin and IV fluids were administered. Following discharge, the user remained off the ilet and transitioned to multiple daily injections until returning home and regaining access to the charger. Based on available information, the event is attributed to interruption of insulin therapy after the user was unable to charge the ilet while traveling. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl, resulting in emergency room treatment. The user was treated with insulin and IV fluids and released on (B)(6) 2026. No long-term health effects were reported.